Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There was no patient involvement. The customer stated that there was no patient involvement.

Event description:
Pca module failed closed knob test other- specify in comments it was reported that the pca pump module failed the closed knob test. The pump module received preventative maintenance including "replaced carriage fpc, front cover, rear case, barrel clamp, module key lock label, both iui connectors, and wrap." This pump module then passed inspection tests. There was no further information provided.